Manufacturer narrative:
On (B)(6)2021, biosense webster inc. Received additional information which indicated the patient was female. The adverse event was discovered post use of biosense webster products. The physician¿s opinion on the cause of this adverse event is unknown. Patient outcome was reported as improved. No steam pop was reported. No error messages observed on biosense webster equipment during the procedure. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Manufacturer narrative:
Additional information received indicates that the device is not available for return, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30492272m number, and no internal action related to the complaint was found during the review. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. After the procedure, the patient became hypotensive and pericardial effusion was confirmed by ultrasound. Pericardiocentesis was performed to drain the fluid from the pericardial space. Patient¿s prognosis is good. There¿s no report of prolonged hospitalization. Physician causality opinion was not provided. No bwi product malfunction was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available. Should more information become available, it will be reviewed and processed accordingly.